Manufacturer narrative:
(B)(4). G2: foreign: taiwan. Visual examination of the returned product identified the needle is fractured and the device has not been cycled. However, the anchors and suture lines appear to be discolored indicating attempted use. There was no packaging components/material returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon was not able to use the device due to the needle being fractured. There was no reported patient impact. No additional information is available.